Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-jan-2020 with the following findings: a review of the suspend history showed one recorded suspend on (B)(6)2019 from 05:12 am and was resumed at 08:48 am. According to the delivery history, the pump continued to deliver until (B)(6)2019 with no additional suspends recorded. One manual eaw 160 user suspend warning was recorded on (B)(6)2019 but could not be duplicated during testing. The pump 12 hour basal duration test was completed with no self- suspend duplicated. The pump¿s keypad was tested with no hypersensitive or stuck keys found. The complaint of a suspend issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 31-aug-2019, the reporter contacted animas, alleging a history/settings (suspend) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.